Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05718. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous, severely calcified and 3.7mm in diameter proximal right coronary artery. A rotawire¿ and a 2.25mm rotalink¿ plus were selected for use. During the procedure, a 1.75mm burr was initially used due to the high stenosis rate and severe calcification. When the vessel diameter was measured by ivus, the size was 3.7mm; thus the burr was exchanged with a bigger size of 2.25mm. When the 2.25mm rotaburr was inserted into a non-bsc guide catheter, severe resistance was encountered. The physician attempted to further advance the burr through dynaglide mode; however, it was observed that the burr became stuck on the rotawire. The procedure was completed with a 2.15mm rotaburr and another of the same rotawire to ensure patient safety. No patient complications were reported.